Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded at the manufacturing facility. A review of the pump history indicates that the original pump programming parameters were scrolled off. In 2008, between 0028 and 0041, there were 4 unmet patient demands and one 2mg patient initiated delivery. At 0042, there was a partial 1.8mg patient initiated delivery and an empty syringe alarm. At 0045, the door was opened, there was a vial alarm, 2 check syringe alarms, and 2 check injector alarms. At 0046, the door was locked. Between 0046 and 0518, there were 54 unmet patient demands and eleven 2 mg patient initiated deliveries. At 0725, the door was opened and the 49.8 mg shift total was cleared. At 0726, the door was locked. Between 0729 and 0916, there were 11 unmet patient demands and four 2mg patient initiated deliveries. At 0938, there was a partial 0.7mg patient initiated delivery and an empty syringe alarm. At 0942, the door was opened, there was a vial alarm, a check syringe alarm, a door alarm, and a injector alarm. At 0943, the door was locked. Between 1058 and 1545, there were eleven 2mg patient initiated deliveries and 26 unmet patient demands. At 1622, the door was opened, there was a vial alarm and a check syringe alarm. At 1623, there was an injector alarm, and door was locked, opened, there was a vial alarm, a check syringe alarm, and the device was powered off.

Event description:
The customer contact reported an adverse event while the device was in use. At an unspecified time in 2008, the pump was programmed to deliver morphine 1mg/ml in the pca only mode with an unspecified loading dose, a 2mg pca dose, an 8 minute patient lockout, and a 30mg four hour limit. After an unspecified length of time, it was reported that the patient was found "oversedated." The patient was treated with an unspecified dose of narcan. The device was removed from clinical service. The customer contact reported that there was "strong consideration that she was taking something that was not prescribed." There were no reported adverse patient sequelae. Though requested, no additional information was provided.